Event description:
It was reported that during the implant procedure, unacceptable ventricular threshold was observed. The device was not used.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of unacceptable threshold was not confirmed in the laboratory. Device was performed on an electrical and mechanical tests and no anomalies were observed. Visual examination found both septums were damaged.